Event description:
It was reported that the insulin pump had numbers that were scrolling uncontrollably due to a keypad anomaly. The blood glucose reading was 250 mg/dl. The customer stated that the keypad was unresponsive and she was unable to stop the scrolling. She noted that the device also alarmed weak battery, but a battery replacement did not resolve the keypad issue. She added that she had experienced high blood glucose levels about 30 hours leading up to the keypad issue, although she declined troubleshooting for high blood glucose. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.